Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the narrow captureless jii ap block sz 8 had a piece of metal fractured off of it at one side of the location of the cutting block knob connection. The other side of the connection is cracked, and the knob cannot be turned freely as intended. The entire assembly was returned showing signs of extensive wear and use. This inspection was conducted by the naked eye. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. No complaint history review was performed for this part as this is a custom-made device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during tka surgery, the narrow captureless jii ap block sz 8 broke off while the block was on the knee. The piece that broke off was grabbed and thrown away. Surgery was resumed without any delay with a s+n back-up device. No injuries to the patient were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).